Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on an undisclosed date for pelvic organ prolapse/stress urinary incontinence and mesh was implanted. It was also reported that the patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures.

Manufacturer narrative:
Date sent to FDA: 04/28/2017. (B)(4). It was reported that the patient underwent gynecological procedure on (B)(6) 2002 and tvt was implanted. It was reported that following insertion the patient experienced urinary retention, intrinsic sphincter deficiency, acute cystitis, and overactive bladder. It was reported that patient underwent pubovaginal sling (uretex-bard), vaginal wall exploration on (B)(6) 2003 by dr. (B)(6) due to incontinence. It was reported that patient underwent first stage interstim on (B)(6) 2008 by dr. (B)(6). It was reported that patient underwent second stage interstim on (B)(6) 2008 by dr. (B)(6). It was reported that patient underwent excision of mesh on (B)(6) 2012 by dr. (B)(6).

Manufacturer narrative:
Additional information. Additional narrative: it was reported that following insertion the patient experienced incontinence. No additional information was provided.